Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Oto exemption number e2014015. Total number of events summarized - 27. Restorelle - 23. Novasilk - 4 - attachment: [oto dec jan 2016-17 .zip].

Event description:
As reported to coloplast though not verified, patient's legal representative stated chronic pelvic pain, dyspareunia and defecatory dysfunction with chronic constipation; vaginal cuff tenderness. Preoperative diagnosis : pelvic pain; dyspareunia; transvaginal mesh exposure.